Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data were collected from the device and analyzed. It was noted there were two patient alerts for lead failure predictor on (B)(6) 2013. There were two ventricular fibrillation episodes less than or equal to 170ms on average ventricular cycle on (B)(6) 2012 and (B)(6) 2013. There were also five lead failure predictor high rate nonsustained episodes less than or equal to 195ms on average ventricular cycle between (B)(6) 2013. Concomitant products: 4076 implantable pacing lead (B)(6) 2012; 6947 implantable tachy lead (B)(6) 2012. (B)(4).

Event description:
It was reported the lead alert triggered due to noise present in the atrial and ventricular electrograms suggestive of external interference. The device remains in use. No patient complications have been reported as a result of this event.